Event description:
Patient with pulmonary valve stenosis underwent cardiac cath and balloon valvuloplasty. During procedure, the balloon ruptured and could not be deflated. After attempts at removal, it lodged in the right femoral vein. The patient went to surgery for femoral vein exploration and removal of balloon. The patient did well and was changed from out-patient to inpatient status. The valve correction was partially achieved prior to the balloon's rupture.